Manufacturer narrative:
The investigation revealed that the complaint of broken nail is confirmed, and the root cause is unknown. The reported event relates to a nuvasive retrograde femur straight nail, 10.7mm x 245mm (lot#: 1091407aaa). The report indicates that the patient was implanted with the nail on (B)(6) 2022, and on (B)(6) 2025, the patient was admitted for an osteotomy due to a broken nail and broken distal and proximal screws. The nail was removed, but complications arose during the removal due to the lack of instrumentation. There was no patient injury as a result of the reported event. The nail was returned to globus medical for investigation. The nail was broken at the center point of the housing tube, with extensive scratch marks located at the fracture point and distal locking screw holes. It is unknown if these scratches occurred during the removal process. The lead screw disassociated from the thrust bearing and planets assembly, while the locking pin remained in place. Based on the provided x-rays and additional images, the complaint can be confirmed that the nail broke while implanted in the patient. The device's DHR was reviewed, and it was indicated that the nail was manufactured by the specified requirements and met all of the required quality inspections prior to shipment. The iqc inspection report for the lot of housing tube used for the nail was reviewed, and the housing tube met all required specifications per the engineering drawing. Considering the nail was implanted for 3.5 times longer than the recommended maximum length of time of 1 year, it is unlikely the nail breakage was related to any manufacturing processes or material issues. Per lc0305, "device should be removed after implantation time of no more than one year." Based on the nail fracture pattern, it is most likely that the nail underwent repeated torsional forces that over an extended period of time, caused the nail to fatigue and eventually fracture along with the screws. The associated risk document was reviewed, and the failure mode, effects, and harms potentially related to the event have been identified and mitigated. Furthermore, the complaint rate is within the estimated rate in the risk documentation associated with this product. Based on this risk assessment, no new or additional risk evaluation is necessary.

Event description:
It was reported that a precice nail was implanted on (B)(6) 2022. On (B)(6) 2025, the patient was admitted for an osteotomy due to the breakage of the precice screw and the distal and proximal screws. Fragments extracted, and nail was replaced.

Event description:
It was reported that a precice nail was implanted on (B)(6) 2022. In (B)(6) 2025, the patient was admitted for an osteotomy due to the breakage of the precice screw and the distal and proximal screws. Fragments extracted, and nail was replaced.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.